Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitudes measured current level within normal range and no indication of premature depletion noted. Longevity assessment was performed based on average drain current and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. No intervention was reported; the patient was stable and asymptomatic.

Event description:
New information received noted that the device was explanted. The patient was stable.